Event description:
It was reported that during a clinical study the patient revisited the hospital due to decreased effect. During investigation it was found that the lead had been cut in "error by the nurse". The temporary lead was explanted and replaced with a permanent lead. If additional information becomes available, a follow-up report will be submitted.